Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Also, a review of the depuy synthes mitek complaints system for the last twelve months revealed no other similar complaints for this product family. We cannot discern a root cause for the reported failure mode, although one possible root cause could be that the device backed out which resulted in irritation to the soft tissue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Item was explanation from patients after initial surgery in 2011 due to soft tissue irritation. Additional information from the affiliate. The original surgery was done (B)(6) of 2011 that is the date provided by the hospital. The original surgery was an acl reconstruction the screw was used for tibial fixation of the btb autograft. The screw removed was the mitek product used in the original surgery. An explant procedure was performed as described. The patient complaint was soft tissue irritation where the interference screw was implanted the screw was removed no further devices were required. Surgeon removed the screw using a hex head screwdriver after exposing the head of the screw. The screw was disposed of by the hospital following the procedure.

Event description:
Item was explanation from patients after initial surgery in 2011 due to soft tissue irritation. Additional information from the affiliate the original surgery was done (B)(6) of 2011 that is the date provided by the hospital. The original surgery was an acl reconstruction the screw was used for tibial fixation of the btb autograft. The screw removed was the mitek product used in the original surgery. An explant procedure was performed as described. The patient complaint was soft tissue irritation where the interference screw was implanted the screw was removed no further devices were required. Surgeon removed the screw using a hex head screwdriver after exposing the head of the screw. The screw was disposed of by the hospital following the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.